Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd optima injector leaked during use. The following was reported by the initial reporter: "it was reported that there are crystals on the patient's phaseal adapter. I am forwarding you this image. I found this crystals on patient¿s (laborde mrn (B)(6) phaseal adaptor. Is this leak? Please advise.

Event description:
It was reported that an unspecified bd optima injector leaked during use. The following was reported by the initial reporter: "it was reported that there are crystals on the patient's phaseal adapter. Verbatim: I am forwarding you this image. I found this crystals on patient¿s (laborde mrn 2544109) phaseal adaptor. Is this leak? Please advise.

Manufacturer narrative:
H6: investigation summary: two photo samples were provided to our quality team for investigation. Through visual inspection, white crystals from what appears to be leakage of the drug at the luer connection can be observed, verifying the reported issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing and verifying all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10.